Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, far field r wave oversensing was noted on the device that resulted in automatic mode switching. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time and the patient was stable and will continue to be monitored.

Event description:
Additional information received indicating that the device was reprogrammed to resolve the event. The patient was stable with no consequences.